Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced an event of kinked tubing. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6), patient country: united states.